Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patients blood glucose levels had decreased to 35 mg/dl while wearing a pod between 4 and 24 hours. Symptoms reported by the patient include hypoglycemia and a seizure. Once at the hospital the patients pod was removed. The patient had a magnetic resonance imaging (MRI) as well as a cat scan. As treatment, the patient was provided food to raise their blood glucose levels. The patient was released from the hospital after 3 hours.